Manufacturer narrative:
Device passed selftest and displacement test. Hardware low level failures alarm confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had compromised force sensor system alarm. Self test was performed and it was not ok. The customer¿s blood glucose level was 74 mg/dl. The insulin pump will be returned for analysis.